Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device". ''Note:- if seeping of blood occurs after placing the angio-seal device or after removing the tamper tube, application of digital pressure(one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.'' The complaint could be confirmed for bleeding as per the allegation since the hemostasis was achieved by manual compression. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - unknown due to unknown date of event. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that hemostasis was completed by using the angio-deal device. However, hemostasis was not perfectly achieved. Manual compression was then applied. Hemostasis was successfully achieved by manual compression. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site and the vessel diameter are unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.